Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) levels were elevated at 405mg/dl. Elevated bgs were treated by administering a correction bolus. System check was performed with tandem technical support, and the pump performed as intended. Tandem technical support discussed factors that could cause high bgs. Recommendation was made that the customer consult with their healthcare provider regrading what may be affecting bgs.